Event description:
It was reported it that the catheter was inserted on (B)(6) 2011 by the radiologist for a replacement to previous catheter placed about 6 months ago. After catheter was inserted, the radiologist noticed a minor leakage at the v line lumen, thus they had to do another replacement. During the removal of defective catheter certain force was applied, thus the crack line was obviously widen up.

Manufacturer narrative:
This complaint is confirmed. During functional testing, a leak was observed emanating from the venous lumen. Microscopic examination of the leak site reveals a partial tear in the catheter tubing 1.5 inches proximal to the bifurcation site. The partial tear is jagged irregular and has a granular veneer. At this time, the mechanism of damage is undetermined. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.